Event description:
There was an allegation of questionable bun (urea) assay results for 1 patient sample, creatinine assay results for 1 patient sample, and albumin assay results for 1 patient sample tested on a cobas 8000 c702 module. Sample 1: bun (urea): initial result: 9.5 mmol/l. Repeat result: 15.2 mmol/l. Sample 2: creatinine: initial result: 88 mol/l. Repeat result: 295 mol/l. Sample 3: albumin: initial result: 70 g/l. Repeat result: 44 g/l.

Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer (fse) checked the analyzer and performed a series of troubleshooting-related actions, including mechanically adjusting the cell wash nozzles, reducing the dispensing volume to align with manufacturer specifications, and verifying proper fluid flow into the cuvettes without spillage. The investigation determined that the service actions resolved the issue.